Event description:
Elderly patient with long-standing hip problems, including dysplasia. Patient was admitted to the or in early fall of 2010 for right total hip arthroplasty. 2-weeks post-operatively the pt had very rapid onset of pain in the groin of their right hip. Radiographs showed a fracture of the medial collateral lateral plate and loss of position of the cup. Orthopedic surgeon packed the fracture with an autologous bone graft in addition to replacing the acetabular component. Patient implants include a biomet dual geometry 58 mm revision cup w/36-mm 10" high wall polyethylene liner. Pt had a reused femoral stem and head.====================== health professional's impression======================the acetabular component was noted to be spun and unstable, which was removed without complication. This was followed by identification of the fracture. Pt had soft tissues from inside the pelvis that were visible in the region of the previous quadrilateral plate. Pt had a very small fracture line anteriorly, however, posteriorly and superiorly the implant was intact. The fracture posteriorly was distal to what could be seen in the posterior column in the region of the ischium. There was no instability and the implant was tested throroughly with a cobb elevator and curettes. Reaming was completed to obtain rim fit.